Event description:
The user facility reported that they always used the subject device with settings of 15w forced coagulation. However, the users attempted to excise a large polyp that was difficult to cut, and instead attempted to use settings of 25w pulse cut slow. The patient reportedly experienced uncontrolled bleeding. There was no further information provided regarding the status of the patient.

Manufacturer narrative:
The subject device of this report was not returned for evaluation. No additional information was provided regarding the reported event. The cause of the reported event is unknown. Olympus america, inc. (Oai) was made aware of this report by the original equipment manufacturer (OEM) on (B)(4) 2012, on an event which occurred outside of the united states. Oai is filling this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.